Event description:
It was reported that during a CT-guided lung biopsy through normal density tissue, the device allegedly self activated. A coaxial needle was used. It was further reported that the procedure was completed using another device and medical intervention was required to treat a hemmorhage.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive for the reported self-activation as no objective evidence was provided for review. Per the reported event details, the device was dry fired prior to use. The IFU (instructions for use) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing of the device may have contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2020).

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that during a CT-guided lung biopsy through normal density tissue, the device allegedly self activated. A coaxial needle was used. It was further reported that the procedure was completed using another device and medical intervention was required to treat a hemorrhage.